Event description:
While rn was discontinuing an arterial line, the hub of the catheter separated from the catheter resulting in approximately 1.5 inches of the catheter remaining in the patient. Patient was monitored overnight and taken to the operating room for a left lateral radial artery exploration to remove a foreign body. The device was successfully removed and the patient had no other adverse affects.